Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A review of the device logs revealed no keystrokes or errors that would cause or contribute to the reported problem. During the homechoice return instrument test/evaluation (rite) functional testing the device failed volumetric testing. The device passed homechoice rite electrical testing. An internal and external inspection was performed and no issues were noted. The volumetric accuracy was performed and the device failed the test with original piston foam. The device passed temperature verification. An inspection of the door assembly revealed the door piston cracked and the piston foam deteriorated. The cause for the failed volumetric accuracy test was determined to be door piston cracked and deteriorated door piston foam. The door piston and the piston foam were scrapped. The device was sent to service. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.